Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sent in a csv file from a neonate case. At the end of the case, the patient temperature was above the programmed target in an arctic sun device. However, the water out target temperature remained at 40c and the heater was still being delivered power. Per wo notes, they have forwarded the data file to sw r&d for further discussion. At this point, there was no indication a device repair was required and awaiting a response from the r&d team.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue is unable to be determined. The case data file was evaluated. Per arcticsun. (B)(6) 2025_0544 vk.csv, case was initialized at 20:19 on (B)(6) 2025. Pt was at 36.74 and pt tt was 33.5. The device starts providing cool water to lower the patient's temperature. The device starts bringing up the water temperature as the patients nears tt. The patient hits tt at 21:21 on (B)(6) 2025. The device contains to maintain normothermia for 3 days at tt 33.5c. The target temperature then starts to be increased by increments of 0.1c starting at 21:23 about every 15 minutes on (B)(6) 2025 and the device starts to warm the patient. The controlled rewarm ended at 36.5c which the patient reached at 5:21 on (B)(6) 2025. Then the device overshot the tt by 0.4c by continuing to maintain heating with water at 40c until therapy is stopped at 5:43 with pt at 36.9 and tt of 36.5. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sent in a csv file from a neonate case. At the end of the case, the patient temperature was above the programmed target in an arctic sun device. However, the water out target temperature remained at 40c and the heater was still being delivered power. Per wo notes, they have forwarded the data file to sw r&d for further discussion. At this point, there was no indication a device repair was required and awaiting a response from the r&d team. Per follow up information received via task on 17nov2025, this was a nicu case. The patient was cooled at 72 hours, and the device was operating as normal. The baby took a bit longer than normal to rewarm, and then once the baby hit the target of 36.5, the device continued to warm. The nurse noticed that the water was not changing from 40 degrees and the neonate's temperature continued rising to 37+. At this point the nurse removed the pad to prevent further warming. So, there was no harm done to the patient. The device was currently out of service, and the customer was still waiting on an answer from team on whether or not it was still safe to use. Per additional information received via task on 11dec2025, this was the result of integral wind up from the embedded algorithm. The device would have corrected the water temperature in time. Any arctic sun have responded the same way. No repair was indicated. Device was operating as designed.